Event description:
It was reported that the atrial lead had dislodged and exhibited capture anomalies. The lead was explanted during a system revision. The physician opted not implant a new atrial lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.